Manufacturer narrative:
Novocure medical assessment is that death was related to glioblastoma. Death was not related to novottf therapy. Death is an expected event in pts with recurrent glioblastoma due to the natural history of the disease. On the pivotal phase iii trail overall survival was 6.3/6.4 months in the novottf therapy and chemotherapy arm respectively. This event will be reported to the FDA as per novocure's standard operating procedures which state that any death that occurs within 24 hours of device use be reported (pt was wearing device on day prior to death).

Event description:
Pt with recurrent glioblastoma started novottf therapy on (B)(6) 2013. Upon starting novottf therapy, pt had rapidly progressing disease and was not a candidate for further chemotherapy or other antineoplastic treatment. On (B)(6) 2013, novocure was informed that the pt had died on (B)(6) 2013. Pt died in hospice; therefore, no immediate cause of death was available. Death was most likely due to gmb progression. No adverse events associated with device use were reported. The last date of novottf therapy was not known until the equipment was returned to novocure and logfiles downloaded on (B)(6) 2014. Per logfile review, last device use was (B)(6) 2013 at 10:37 and device was functioning as per normal operating parameters.